Event description:
It was reported that a patient underwent an macrovascular surgery on (B)(6) 2025 and suture was used. It was reported that during the surgery, breakage needle. Changed another two to continue the surgery, the same problem happened again. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/2/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Received information as following from sales rep via phone today. Please refer to the event description, there's no report on patient's injury, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.